Event description:
A complaint was received from contact in (B)(6) indicating this was similar to another complaint involving a conmed surgical trocar where the tip fell off during procedure. Conmed is currently attempting to obtain additional information in regards to this complaint.

Manufacturer narrative:
Conmed is currently attempting to obtain additional information in regards to this complaint. Contact in india has indicated that they are unavailable until the first of the year (2010). Once information has been received, and the investigation is completed, a supplemental report will be filed.